Event description:
It was reported that the device was used during an appendectomy. The device could not be opened correctly, only with extreme force. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Firing trigger teeth. Eval summary: the analysis results found that the tsw45 instrument was returned with the good visual condition and with a reload loaded in the strument. The reload was received partially fired and with no damaged to the lockout tab. The firing mechanism was noted to be damaged. No functional test was performed due to the condition of the device. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found to be broken. While no conclusion could be reached on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of a batch is inspected at fgqa. The device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.